Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported potential hospitalization and hypoglycemia. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone15.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient was reportedly involved in a motor vehicle accident, allegedly due to hypoglycemia. This information was received on 10 april 2026 via an email from a healthcare professional. No additional details regarding the event were provided. It could not be determined whether the patient was wearing a pod at the time medical attention was sought, nor whether the medical attention was related to use of the pod. Information regarding the timing of medical attention beyond (B)(6) 2026, length of the medical visit, admission status, and discharge date was not available. The symptoms experienced, diagnosis rendered, and treatment administered by medical professionals were not reported. Blood glucose values associated with the reported hypoglycemic event and measures taken to treat the low blood glucose were not reported. Multiple good faith attempts to contact the patient for additional information were unsuccessful. No further information is available at this time. A supplemental report will be submitted if additional relevant information is received.